Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symptoms of bia-alcl symptoms; seroma; capsular contracture, baker grade iii.

Event description:
Physician reported symptoms initially suspected of bia-alcl; symptoms reported were seroma and capsular contracture, baker grade iii. Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Affected side is left. The device remains implanted.